Event description:
It was reported that the patient experienced a pericardial effusion. The pulsed field ablation procedure (pfa) was successful. However, post-procedure, an effusion occurred. The patient returned to the room with slight bleeding from the groin. A bedside echocardiogram was performed in the post-procedure holding area, revealing the patient was hypotensive. After 3-5 compressions, the patients pulse was recovered. A vagal response was suspected but no further information if it was confirmed or not. A second bedside echocardiogram noted a small effusion, prompting a CT scan to check for vascular damage. The CT scan confirmed an effusion and revealed a large hematoma around the top of the left atrium, measuring 8x4 cm. The physician suspected that at some point moving within the left atrium created a hole. No resistance was felt when maneuvering any catheters. Anticoagulants were held. No surgical or invasive intervention was performed. The patient is expected to fully recover. No further information is available. The farawave nav catheter is not expected to return as it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.